Event description:
One year after implantation of an unknown but possible cypher stent, the patient had thrombosis. It was also indicated that the patient was posturing. No additional information was given.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.